Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed heater. The device was evaluated upon receipt. Insulation resistance too low less than 30 kohms. Replaced heater. Performed sensor calibration and stk/mtk. Device with no errors. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The complete initial reporter phone number is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the insulation monitoring of the it network was activated during use after maintenance/stk. After disconnecting the arctic sun device from the socket, the insulation monitoring error display was off. Their conclusion, a fault in the arctic sun device. Per follow up information received via mail on 12mar2025, device will be repaired in the hospital by crs order device will be repaired at crs depot. Per review of wo replaced heater exchanged water and cleaning solution, performed sensor calibration and stk/mtk device with no errors. Control panel stays dark after power on. Control panel needs to be replaced.